Manufacturer narrative:
The investigation into the sidearm leakage has been completed. The device for returned for evaluation. Leak testing was performed and the leaking was reproduced. Leaking could be seen from the broken filter. The root cause of the purge leak is damaged sidearm filter. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump was seen to have a purge leak on day 4 of support. The sidearm leak did not prompt pump replacement. The pump remains on for support and there is no harm or injury.